Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b31. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water invasion was confirmed inside the scope connector unit, suggesting the event may have been caused by scope connector failure. The most probable cause was trace to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed an e315 ( scope error: endoscope detection defective). The issue was found during a diagnostic procedure before sedation, which was completed with an olympus backup device. There were no reports of patient harm.